Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with light sensitive and foreign body (fb) sensation in the right eye (od) approximately 3 weeks post lasik. The steroid drops were increased to treat the symptoms and there was no loss in best corrected visual acuity. Additional info received states that the pt's symptoms were clear upon follow up and there is no further treatment needed.